Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer disassembled the iabp unit, removed and replaced the defective screen. The fse then re-assembled the unit and performed all functional and calibrations per manufacturer specifications. The unit is now ready for clinical use.

Event description:
While the getinge field service engineer (fse) was performing a field action on the intra-aortic balloon pump (iabp), it was found to have a defective screen; there was a line going down the screen obstructing the display. There was no patient involvement, thus no adverse event was reported.